Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. It was noted beginning (B)(6) 2014, the rv pacing impedance measured 1040 ohms and subsequent measurements to replacement showed variability from 840 ohms to 1136 ohms. (B)(4).

Event description:
It was reported that during a routine device check, a x-ray indicated an right atrial (ra) lead fracture. The ra lead was inactivated and later partially explanted and replaced. No patient complications have been reported as a result of this event.